Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up, the pulse generator exhibited backup vvi mode and high battery impedance. A download was not attempted due to low battery status. The device was explanted and replaced successfully.

Event description:
New information received on december 21, 2018 indicates that the patient was stable following the procedure.